Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural pci based on the received cec adjudication minutes. This is a (B)(6) male with medical history including angina, family history of coronary artery disease, smoking greater than 30 days, and gastroesophageal reflux disease. At the time of the index procedure, angiography revealed 98% stenosis in the 2nd obtuse marginal. The indication for the procedure was stable angina pectoris. The lesion was described as 10 mm in length, class b1, and de novo. The reference vessel was 3.25 mm in diameter with thrombus prior to the index procedure. As a planned procedure, the lesion was treated with a 2 x 10 mm firestar balloon at 8 atm and a 3 x 23 mm cypher rx was implanted at 12 atm. As a standard procedure, the stent was post-dilated with a 4 x 15 mm balloon at 14 atm. As per the adjudication report, it was reported that there were three sets of tests performed to check the cardiac enzymes prior to the index procedure. In the first set, the troponin I was 0.22 (0.06 unl). In the second set, the troponin I was 0.38, and in the third set, it was noted as 0.34. 6-12 hours post index procedure, the troponin I was 0.97 (0.06 unl) and 16-24 hours post index procedure, the troponin I was 0.70. This elevation of troponin I was later diagnosed as a periprocedural mi based on the adjudication minutes. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. The discharge summary noted that the discharge diagnosis was non-st elevation mi status post a stent placement. There were no procedural or angiographic complication and the patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15062063 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
As reported from the (B)(4) study, a patient experienced periprocedural pci post index procedure based on the received cec adjudication minutes. At the time of the index procedure, angiography revealed 98% stenosis in the 2nd obtuse marginal. The indication for the procedure was stable angina pectoris. The lesion was described as 10mm in length, class b1, and de novo. The reference vessel was 3.25mm in diameter with thrombus prior to the index procedure. As a planned procedure, the lesion was treated with a 2 x 10mm firestar balloon at 8atm and a 3 x 23mm cypher rx was implanted at 12atm. As a standard procedure, the stent was post-dilated with a 4 x 15mm balloon at 14atm. As per the adjudication report, it was reported that there were three sets of tests performed to check the cardiac enzymes prior to the index procedure. In the first set, the troponin I was 0.22 (0.06 unl). In the second set, the troponin I was 0.38, and in the third set, it was noted as 0.34. 6-12 hours post index procedure, the troponin I was 0.97 (0.06 unl) and 16-24 hours post index procedure, the troponin I was 0.70. This elevation of troponin I was later diagnosed as a periprocedural mi based on the adjudication minutes. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. The discharge summary noted that the discharge diagnosis was non-st elevation mi status post a stent placement. There were no procedural or angiographic complication and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, carvedilol, plavix, heparin, lisinopril, niacin, nitrogycerin, pravastatin, ranitidine, and simvastatin. Additional information will be submitted within 30 days of receipt.